Manufacturer narrative:
At this time, the products remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that there was a brief period of noise noted across all three channels of this cardiac resynchronization therapy defibrillator (crt-d). There was no inappropriate therapy was reported, and the timing of the noise was confirmed to correspond to the time of a procedure. During review it was noted that right atrial (ra) lead had several daily measurements with low out of range pacing impedances less than 200 ohms. The device system remain in-service. No adverse patient effects were reported.

Manufacturer narrative:
The hospital kept the device, and was not expected to be returned at this time.

Event description:
Additional information was received that this ra lead was surgically capped, and crt-d was explanted. During the revision procedure, the lead was tested on the pacing system analyzer (psa) and the impedances remained low out of range. This rules out the device as a potential contributor.